Event description:
It was reported that during a diagnostic intravascular ultrasound (ivus) procedure, the tip of the catheter detached. The target lesion was located in the tortuous and calcified right coronary artery. An icross coronary imaging catheter was advanced, but was not able to cross the intended location. During removal of the icross catheter, its tip detached inside the guide catheter. The tip was removed by "aspirating" the guide catheter. The procedure was completed. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a diagnostic intravascular ultrasound (ivus) procedure, the tip of the catheter detached. The target lesion was located in the tortuous and calcified right coronary artery. An icross coronary imaging catheter was advanced, but was not able to cross the intended location. During removal of the icross catheter, its tip detached inside the guide catheter. The tip was removed by "aspirating" the guide catheter. The procedure was completed. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the unit was received in three pieces. The distal tip end was 2.3cm long, the middle portion was 8cm long and the proximal end was 159.8cm long. The broken distal tip appeared brittle. Kinks were observed in the sheath assembly at 5.5cm and 25.7cm from the femoral marker at the proximal side and 1cm and 55.6cm at the distal side. Imaging core wind up in the telescope assembly was observed. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for the tip detachment and the imaging core wind up is design related. (B)(4).